Event description:
Pt coded. Upon initiation of cardiopulmonary resuscitative efforts, the defibrillator would not function. Another defibrillator had to be retrieved. Upon evaluation by biomedical services it was found that the plug and receptacle for the ECG leads had at some time (whether during this code or at some time in the past cannot be determined) been physically damaged, rendering the defibrillator nonfunctioning. It is not thought that the delay affected the eventual outcome. However, it is agreed that such a delay holds the potential for changing an outcome in a future occurrence.